Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. The original complaint of ¿very noisy¿ operation, or a cause for ¿patient complaining of breathlessness¿ could not be confirmed by a log file entry, there is no associated alarm or event.

Event description:
Additional information received indicates that the customer was able to provide logfiles for further investigation.

Event description:
It was reported to vyaire medical that the ventilator was very noisy, more so than usual, patient complaining of breathlessness.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.